Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the replace generator soon message was displayed on the patient controller indicating the ipg was approaching end of life. Consequently surgical intervention was undertaken wherein the ipg was explanted and replaced with another model.